Manufacturer narrative:
(B)(4). Info not provided during initial contact. Result - detached tissue pad. Analysis summary: the analysis results found that the device was returned with the tissue pad missing. As the tissue pad was not returned, further evaluation could not be performed.

Event description:
It was reported that during the procedure, teflon pad fell into pt, could not be removed. No pt consequences.